Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a representative for the patient that the implantable cardioverter defibrillator (ICD) was alerting. It was discovered that the alert was on the right ventricular (rv) lead for a lead integrity alert (lia). It was also discovered that the right atrial (ra) lead had far field r-wave (ffrw) oversensing. Reprogramming occurred for the ffrw oversensing. The leads remain in use. No patient complications have been reported as a result of this event.